Event description:
A valiant stent graft was used for an attempted endovascular repair of a thoracic aortic aneurysm. The aneurysm and vessel morphology were not reported. The patient's medical history was not reported. It was reported that the femoral arteries were very small, so the physician elected to implant the stent graft through the left subclavian artery. While advancing the device through the artery, the device became stuck. The physician attempted to push the device through, and the delivery catheter kinked. The stent graft could not be deployed as a result. The procedure was stopped, and the physician planned to reattempt the implant after the patient recovered from a chest infection. The patient was on a ventilator and expired approximately 2 weeks later. The procedure was never reattempted. The cause of death was reported to be cardiac arrest.

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause of the cardiac arrest is unknown); patient's condition affected effectiveness of device (small femoral arteries; chest infection); failure to follow instructions (implanting via the lsa). Conclusions: (insufficient information; cause of the cardiac arrest is unknown); device failure related to patient condition (small femoral arteries; chest infection); failure to follow instructions (implanting via the lsa).

Event description:
The device was returned for analysis. Upon inspection of the delivery system, there were two small kinks in the graft cover, 25 cm and 30 cm from the distal end of the graft cover. The rest of the device was unremarkable. The complaint was confirmed; there were two kinks in the graft cover. The root cause of the event could not be conclusively determined; however, it is most likely due to attempting to track the delivery system through the left subclavian artery (not following IFU). Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.